Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 90mg/dl fasting. Based on parkes error grid analysis, the bias between the lowest result given (52) and the normal result (90) is located in zone b/c. No adverse event reported.